Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave " wrong cassette error". No adverse effects reported.

Manufacturer narrative:
Additional information event date added. Device evaluation: the returned device was evaluated. The device was given functional testing. The functional testing showed a "cassette not attached properly" alarm did occur with an infusion cassette attached. The issue was determined caused by an issue with the downstream occlusion sensor/cassette detector. Inspection of the component showed fluid corrosion which likely led to the problem. The following warning statement can be found in the "important safety information" section of the cadd solis operator's manual under the heading of "cautions" - "do not immerse pump in cleaning fluid or water. Do not allow solution to soak into the pump, accumulate on keypad, or enter the battery compartment, moisture build up inside the pump may damage the pump". The issue was determined most likely caused by damage sustained during use.